Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was received in 2 pieces. There was blood on the unit. Microscopic and tactile examination revealed numerous kinks in the hypotube. A full separation was observed during microscopic analysis of the shaft/collar area and it was also revealed that ptfe pulled completely out from the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24may2016. It was reported that difficulty crossing lesion and shaft kinked occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery(lad) to mid lad. A guidezilla was selected for use. During the procedure, the device was observed to have difficulty in advancing to the target lesion. The device was removed from the patient's body and was then noted that the device was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed that shaft/collar separation.